Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported receiving from his dario meter bg readings that were 60 mg/dl higher than his old non-dario meter. The user also reported that the he had bloodwork done and that his a1c of 6.3% does not align with the bg readings that he is receiving from his dario meter. Due to the above, the user requested that control solution be sent to him. On may 20th, while on the phone with dario's representative, the user reported receiving from his dario meter a bg reading of 175 mg/dl compared to a bg reading of 102 mg/dl from his non-dario meter. During this phone call, it was determined that the user was storing his test strips on the kitchen counter. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." As per the user's request, a replacement of control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user who reported receiving the following control solution results with his current and new cartridge of strips: control solution level 1 test results was 210 mg/dl (range 106-152 mg/dl) for the current cartridge of strips, which is out of range. Control solution level 1 test results was 138 mg/dl (range 108-155 mg/dl) for a new cartridge of strips, which is in range. The user stated that the new cartridge of strips is giving him a fasting bg reading range of 130 mg/dl to 150 mg/dl, which the user reported is in normal range for him. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving from his dario meter bg readings that were inaccurate.